Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported by the complainant was found to be a use error, which occurred at 19:00pm on (B)(6) 2019. The facts indicate that manual replacement of the reagent in bottle 5 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Manufacturer evaluation of the instrument logs showed that bottle 5 (ethanol) was not in contact with the corresponding sensor for approximately 20 seconds at 18:57pm on (B)(6) 2019, which is not sufficient time to replace the reagent. The station properties were reset at 19:00pm on (B)(6) 2019, with a user affirming in the instrument software that the ethanol concentration in bottle 5 was to be set to the default concentration of 100% at 19:00pm on (B)(6) 2019. The properties of the reagent bottle in 5 prior to this user action were: ethanol concentration=85.2%, cycles=49, cassettes=6342 and days=40. Although the user affirmed that the ethanol concentration in bottle 5 (ethanol) was to be set to the default value of 100% at (B)(6) 2019, the actual ethanol concentration would have remained unchanged at 85.2% because the bottle had not been removed from the instrument for sufficient time to replace the reagent. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. The minimum final reagent concentration required for ethanol is 98%. Following the use error at 19:00pm on (B)(6) 2019, the reagent in bottle 5 (ethanol) was then used for the final dehydration step of the "kaiser 3 hr processing" protocol started in retort a at 16:16pm on (B)(6) 2019. Although not reported by the complainant, the quality of tissue processing from this protocol would have been adversely impacted because the ethanol concentration was less than the minimum of 98% required for the final dehydration step of a protocol. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The use of contaminated reagents may also have adversely impact the quality of tissue processing in subsequent processing protocols executed, even if bottle (5) ethanol was not scheduled for use. Subsequent use of the reagent in bottle 5 (ethanol) for the final dehydration step of the "(B)(6) 3 hr processing" protocol started in retort a at 13:16pm on (B)(6) 2019 and the "(B)(6) 8 hr" protocol started in retort b at 20:33pm on (B)(6) 2019 would have both adversely affected the quality of tissue processing in these protocols and resulted in further contamination of processing reagents.

Event description:
Leica biosystems received a complaint that tissue samples from an overnight processing run comprising 125 specimens were "dry/underprocessed". The complainant further advised that no error codes had been displayed during execution of the affected processing run; and not all tissue samples in the affected processing run had been adversely impacted. A leica applications specialist - core histology (fss) provided applications support in relation to this event on (B)(6) 2019. The fss documented that the sub-optimal tissue processing reported by the complainant was derived from the "kaiser 8 hr" protocol, which started in retort b at 20:33pm on (B)(6) 2019 and completed at 04:08am on (B)(6) 2019, and comprised large breast and skin incision samples as well as similar endometrial biopsies in 125 cassettes; 19 of the breast and skin samples had been re-processed because they did not appear to be sufficiently infiltrated with wax, although they appeared to be adequately dehydrated; no mechanical problem with the instrument was identified; the ethanol concentration measured by hydrometer in bottle 5 was significantly different from that calculated by the instrument software; the reagent in bottle 13 (xylene) appeared to be "very dirty with some sort of solid (looked like either solidified wax or lots of fat)"; the reagent in all bottles containing dehydrants and clearants was replaced; and the complainant was advised to run non-diagnostic test tissue prior to processing any further diagnostic patient tissue. On 11 november 2019, the leica applications specialist - core histology (fss) documented that all cases involved in this event were diagnosable and re-biopsy of a patient(s) had not been recommended.